Event description:
Additional information provided reported that the patient contacted a manufacturer representative who assured them that they have heard that issue before. The manufacturer representative stated that as long as the lighting icon was off, then the machine was off. It was noted that the light on the patient's device was off and that the patient would make sure all the time that the light was off. The issue was resolved.

Event description:
The patient reported they didn't think the stimulation was turning off. The patient would feel very small tingles in their groin area at times starting the past week. The device was indicated for post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.